Event description:
There was not aiming beam in ready and after forcing. We are unaware about pt injury.

Manufacturer narrative:
The aiming beam diode was damaged. After replacement of this part the laser system returned to work. The procedure (treatment) was not stopped; fiber check ok. We are unaware about pt injury.